Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found a loose pitch cable at the distal clevis hub. Both of the cable crimps remained in the clevis and no damage was found on the cable. Upon removal of the hosing, found a loose pitch cable at the clamping pulley. The clamping pulley screw was not loose. Failure analysis investigation also found the following damages, which were not reported: instrument pitch cable was frayed at the distal clevis hub. No damage was found at the clevis. Upon removal of housing, found residue on clamping pulleys by the cable rails area. Failure analysis concluded that the damage was likely due to improper cleaning. There were scratches on the surface of the distal pulley. No other damage was found. The reprocessing instructions under cleaning, disinfection, and sterilization general information section specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. Handle with care. Avoid mechanical shock or stress that can cause damage to the device. The customer reported complaint does not itself constitute a reportable event; however, the frayed cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci prostatectomy procedure, the surgeon felt uncomfortable when operating prograsp forceps instrument. By confirming, it was found that the wire had a slack and came off from the pulley. It was final stage of the operation, so after that, without using prograsp forceps, the operation was completed. There was no allegation of harm or injury to a patient. Nothing reportedly fell into the patient.